Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. Multiple supply changes were performed to resolve the past occlusions. The customer's blood glucose levels ranged between 220-300's mg/dl. A system check was performed using the current supplies and the occlusion was verified. A cartridge change and infusion set change were performed and the customer successfully delivered a correction bolus without an additional occlusion alarm occurring.